Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending for the alinity I hbsag qualitative ii assay did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 79101fz00. Device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint issue. In house testing of a retained reagent kit of the lot 79101fz00 was performed. All specifications were met indicating the lot is performing acceptably. The overall performance of alinity I hbsag qualitative ii reagents was reviewed using field data from customers worldwide. The patient median values obtained with the complaint lot is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag qualitative ii for reagent lot 79101fz00 was identified.

Event description:
The customer observed false nonreactive alinity I hbsag qualitative ii result generated by the alinity I processing module for a 47-year-old female patient. The sample was repeated, and reactive results were obtained. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): sid (B)(6): (B)(6) 2026 alinity I hbsag qualitative ii result = 0.35 s/co (nonreactive). Repeat results = 4401.70 s/co (reactive) and 5682.17 s/co (reactive). No impact to patient management was reported.

Event description:
The customer observed false nonreactive alinity I hbsag qualitative ii result generated by the alinity I processing module for a 47-year-old female patient. The sample was repeated, and reactive results were obtained. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): sid (B)(6): (B)(6) 2026 alinity I hbsag qualitative ii result = 0.35 s/co (nonreactive) repeat results = 4401.70 s/co (reactive) and 5682.17 s/co (reactive) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 08p10-32 that has a similar product distributed in the us, list number 8p10-21/-31, with PMA number p110029.